Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire according to the hospital staff. The clips would not stay on like they were attached. The instrument also locked up. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? Were the clips formed properly? Was a cholangiogram performed during the procedure? What vessel or structure was the device fired on at the time of the event? Did clip stay in place after applying to vessel/tissue? Was the clip fully advanced into the jaws prior to firing?

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.